Manufacturer narrative:
The review of the production process and retain samples from the three recent batches did not reveal any non-conformity. The catheter most likely was damaged during its use.

Event description:
8887603069, 6fr silicone foley, unknown lot number. The customer reports that the catheter snapped at the hub level where the urine bag joins the catheter. The incident happened as the surgeon disconnected the tubing of the urine bag from the catheter. No additional information available.